Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient reported their device was not working and their symptoms returned/they had a return of symptoms (urgency, frequency and urge incontinence). The manufacturer representative (rep) reported the troubleshooting done was an impedance check which was normal and then a battery check which showed premature depletion secondary to the patient admitting they had been running it over 6.2 ma for the past year. The rep reported multiple programming changes were attempted with no resolution; thus, the healthcare physician (hcp) elected to exchange/replace the device. It was noted the issue was resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the battery did deplete normally in light of the patient using high settings (over 6.2 ma) for the last year. There were no further complications reported/anticipated.